Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only one of the batteries was treated with lubrication.

Manufacturer narrative:
Product event summary: a possible root cause of the reported loose connection can be attributed, but not limited to, a marginal connection. Additional products: d4: serial #: (B)(4). H6: FDA method code(s): 4114 d4: serial #: (B)(4). H6: FDA method code(s): 4114 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and two batteries ((B)(4)) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Analysis of the event files revealed two controller power up events. The first controller power up event happened on 17may2018, at 08:12:15. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2) with 91% relative state of charge (rsoc). The data point after the controller power up event revealed that the (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). Multiple momentary disconnections were recorded leading up to the loss of power. The second controller power up event happened on 24may2018, at 23:04:29. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 72% rsoc and (B)(4) was connected to power port two (2) with 24% rsoc. The data point after the controller power up event revealed that the (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller is a controller 2.0, which has a feature that captures the date and time of controller power downs. A critical battery alarm due to a communication error occurred prior to the loss of power. The pump-off time was calculated to be 13 seconds in both events. Log file analysis also revealed two (2) critical battery alarms due to communication errors involving (B)(4). A review of the alarm file also revealed two (2) critical battery alarms due to the patient allowing (B)(4) to deplete to 10% rsoc. As a result, the reported power switching, controller loss of power and critical battery alarm events were confirmed. The reported loose connection could not be confirmed because the device was not returned for evaluation. However, the patient may have perceived the premature power switching events as a loose connection. Based on log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of critical battery alarms can be attributed to a communication error between the controller and battery and the patient allowing two batteries to deplete to 10% rsoc. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2017-01-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-01-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-02-28. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-02-28. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic for several critical battery alarms. The patient stated the controller was switching back and forth between power sources and would have a loud continuous emergency alarm. To make the alarm stop, the patient would push the batteries in tight and ¿give them a wiggle.¿ it was also noted that the connection at the controller site was possibly loose. Log file review showed one battery had a critical battery alarm for a charge above 10%. Log files also noted controller power-ups and associated pump start events indicating a loss of power to the controller. The patient reported a ¿floating feeling¿ in their chest and shortness of breath during the episodes of double power disconnect. The batteries were removed from service and the controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries were treated with lubrication and remain in use.